Event description:
It was reported that customer experienced cgm error 42 while using sensor and pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance from technical support, and successfully started new sensor session, and no further cgm error occurred; no device return or replacement was arranged and no additional information was received regarding the outcome of the event.